Event description:
Literature was reviewed regarding the occurrence of ventricular arrhythmias after transcatheter pulmonary valve replacement (tpvr) with the medtronic harmony valve in a study population of 54 patients. The authors wrote that patients were followed for a median of 22 months after tpvr and ¿no patients died or had clinically significant ventricular arrhythmias or arrhythmia interventions.¿ however, 27 cases of non-sustained ventricular tachycardia (nsvt) were recorded during hospitalization following tpvr. One of these patients experienced cardiac arrest secondary to torsade de pointes and ventricular fibrillation, while another patient had frequent ventricular premature beats without nsvt. Treatment for the ventricular arrhythmias comprised one or more of the following: extended hospitalization, additional rhythm monitoring, and initiation of antiarrhythmic medication. In 8 of the 10 patients who were started on antiarrhythmic medications, the medication had been discontinued at a median of 2.5 months after tpvr. No other adverse outcomes were recounted in the article.

Manufacturer narrative:
Citation: yang jk, et al. Extended rhythm monitoring to assess for ventricular arrhythmias after transcatheter pulmonary valve replacement with the harmony valve. Circ cardiovasc interv. 2025;18:e014381. Doi: 10.1161/circinterventions.124.014381. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.